Event description:
A user facility biomedical technician reported to fresenius that a hemodialysis (hd) patient passed away during their treatment on a 2008t hd machine. It was reported that the patient bled out, which was the cause of the incident. The patient subsequently lost consciousness and the facility attempted to revive the patient by giving them saline. There were no reported machine alarms that occurred. Following the event, while testing the 2008t machine, the system was displaying a ¿wd: fail long pulse¿. Additional information was provided upon follow-up with the facility's nurse manager (nm). The nm clarified that this patient did not bleed out and reported that this information was erroneous. The nm confirmed that the patient did lose consciousness (became unresponsive) and received saline (details unknown). Furthermore, the nm states the nursing staff called a code and initiated a call to 911. It was reported that the patient was taken to the hospital with a pulse. However, the patient subsequently expired in the hospital due to cardiac arrest (clarifying the patient did not expire during treatment). The nm stated the patient had multiple comorbid conditions which were likely associated with the death. Per the nm, the 2008t machine was put through testing (after the event) and it was confirmed that the machine had no issues and did not cause the patient event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hemodialysis (hd) with the 2008t hd machine and the patient event of loss of consciousness requiring 911 transport to the hospital. The patient later expired at the hospital from cardiac arrest. Manufacturer product analysis was pending at the time this clinical investigation was performed. However, there is no objective evidence that the 2008t hd machine had a malfunction that caused the event. The nurse manager for the associated clinic stated the machine was tested and it was confirmed that the machine had no issues that caused the event. Patients with end stage renal disease (esrd) have increased mortality risk from cardiovascular events than the general population. Furthermore, the nurse manager indicated the patient had multiple comorbid conditions which are likely associated with the patient¿s death.